Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After trialing, the sales consultant has mistakenly offered the incorrect femoral implant (definitive) - this was a ps femur when a tc3 femur was required. The consultant was shown this implant prior to opening and mistakenly confirmed it was the implant that was required, as did the scrub nurse at the time. The prosthesis has been assembled and implanted, a poly trial has then been used for final reduction before the implant has been inserted. After checking stock the following day it has become apparent that the incorrect femoral implant was implanted as it is not compatible with the insert (tibial tc3 rp insert) the patient was revised due to the incompatible devices.

Manufacturer narrative:
The device associated with this report was not returned and is presumed yet implanted. The complainant reported the sales consultant has mistakenly offered the incorrect femoral implant. This was a ps femur when a tc3 femur was required. The use of an sigma ps femur in conjunction with an tc3 rp insert is not recommended by depuy. Implants and trial components from different implant systems should never be used together. A complaint database search finds no additional reports against the provided sigma ps cem fem sz5 r product and lot combination. Review of the device history records and/or a lot specific complaint database search was not possible for the unknown tibial tc3 rp insert as the product code and lot code required were not provided. The root cause is attributed to user error. The investigation did not find any evidence of product error as a contributing factor to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.